Event description:
According to the reporter, during a laparoscopic pancreatic tail resection, on the third squeeze of the handle, the green display on the reload section turned to white, indicating it was used. At that time, the green button on the handle also turned off and became dark. Since the firing could not be advanced any further, it was released, replaced with a new cartridge using the same handle, shell, and adapter, and the firing continued; the surgery was completed. There was no patient injury. Device returned without accompanying information. Medtronic's initial evaluation of the incident device found internal components revealed that the system data showed that in a series of firings, the second to last reload was partial fired. The cause of the partial firing could be traced to the user pressing the open key. This caused the knife blade to retract before it reached the endstop.

Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n4c1931y); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device had partial firing. An analysis of the system data showed that in a series of firings, the second to last reload was partial fired. The cause of the partial firing could be traced to the user pressing the open key. This caused the knife blade to retract before it reached endstop. The product analysis noted evidence that the device was not used as intended. The evaluation detected the condition of screen burn in. Visual inspection noted that there was a burnt in section of the organic li ght-emitting diode (oled) screen. The product analysis noted evidence that the device was not used as intended. The root cause of the oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. The evaluation detected the condition of tier 1 damaged electrical component. When the handle was disassembled, it was noted that there was damage to an internal electrical component, resulting in piezo failure. The product analysis noted evidence that the device was not used as intended. The damaged electrical components resulting in loss of piezo function may occur due to rough handling, such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down or fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing was desired, attempt to complete the firing by pressing and holding the down or fire button until completion of firing. If the stapler was unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up or open again to fully open the jaws of the stapling reload. The power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.